Manufacturer narrative:
Product evaluation: an event of atrial fibrillation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 21mm trifecta gt valve was implanted. Immediately after the operation, the patient had third degree av block. On the 4th post-operative day, the patient developed atrial fibrillation and amiodarone was administered. On (B)(6) 2018, a chest x-ray showed a pleural effusion. A thoracentesis was performed evacuating 1200ml of serosanguineous fluid. The patient was anticoagulated with warfarin and discharged. Normofrequent atrial fibrillation persists without hemodynamic compromise. (Clinical study patient ID: (B)(6)).